Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure to treat a 70% stenosed, mildly tortuous and moderately calcified occlusion in the in the superficial femoral artery (sfa). During the procedure, the 2.4 mm jetstream xc catheter functioned as expected; however, when the 2.4 mm jetstream xc catheter was being removed from the patient the 2.4 mm jetstream xc catheter became entrapped on a non-boston scientific guidewire. Troubleshooting steps were taken to try to save the position of the non-boston scientific guidewire; however, the 2.4 mm jetstream xc catheter and non-boston scientific guidewire had to be removed together as one unit, this led to a prolonged episode of care. The original 2.4 mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure to treat a 70% stenosed, mildly tortuous and moderately calcified occlusion in the in the superficial femoral artery (sfa). During the procedure, the 2.4 mm jetstream xc catheter functioned as expected; however, when the 2.4 mm jetstream xc catheter was being removed from the patient the 2.4 mm jetstream xc catheter became entrapped on a non-boston scientific guidewire. Troubleshooting steps were taken to try to save the position of the non-boston scientific guidewire; however, the 2.4 mm jetstream xc catheter and non-boston scientific guidewire had to be removed together as one unit, this led to a prolonged episode of care. The original 2.4 mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.